Manufacturer narrative:
A field service engineer (fse) assisted the customer through troubleshooting procedures via telephone. The customer found a broken pinch valve pv35 at the probe rinse. The mount on the pinch valve was broken, causing the leak. Pv35 opens a waste path from the probe rinse block to the differential waste chamber vc7. The customer replaced the pinch valve and all its components to resolve the issue. The instrument was subsequently reported to be running normally without leaks or errors. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 10ml from the manual probe on a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.